Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 23 of 24 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 14 devices found normal chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers. Evaluation of 5 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers. Evaluation of 4 devices found them all to be within specification and no issues were found. The devices were returned to the customers.

Event description:
This report summarizes <noe> 24 </noe> malfunction events. This report summarizes 24 malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the events.